Event description:
It was reported that during a gastrectomy procedure, the firing trigger would not activate. The case was completed with another device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.